Event description:
It was reported that the procedure was to treat a mildly calcified left main and circumflex arteries. A 3.0 x 18 mm xience v stent delivery system (sds) was placed in the circumflex and a 3.5 x 18 mm xience v stent delivery system (sds) was placed in the distal left main and the two stents were implanted simultaneously. Intravascular ultra sound (ivus) was performed and it was decided to place a 3.0 x 23 mm xience v stent distal to the stent implanted in the left main. The sds was being advanced to the lesion when it dislodged in the proximal left main. A 4.0 x 18 mm xience v stent implant was use to crush the dislodged stent implant to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide cath: 8f cordis. Distal to stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.